Event description:
It was reported "the cuff on this tube blew as soon as the patient was intubated, unable to keep air in the cuff immediately after intubation". It was reported that the patient was deceased. It was reported that the device was not contributory to the patient death.

Manufacturer narrative:
Qn# (B)(4). Corrected data: section h.10.- it was reported in the initial MDR that a device history record (DHR) review could not be conducted; however, a lot number was provided by the customer (lot#73k1900723) when the complaint was initially reported. A DHR review was performed on that lot number and no relevant findings were identified.

Event description:
It was reported "the cuff on this tube blew as soon as the patient was intubated, unable to keep air in the cuff immediately after intubation". It was reported that the patient was deceased. It was reported that the device was not contributory to the patient death.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.